Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to high threshold measurements and micro-dislodgement. A new rv lead was successfully implanted. This lead was explanted. Product was not returned. Implant, explant and event dates were not made available.